Event description:
The initial reporter complained of questionable results for multiple patient samples tested for sodium (na) on a cobas 6000 c (501) module. The following discrepant results were provided as an example for 1 patient sample. The initial na result was 130 mmol/l. The repeat result was 140 mmol/l. The repeat result was believed to be correct. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) found a screw on the reaction plate was loose and tightened it. The fse corrected the positioning of the sipper head and the sipper hose and replaced ise solution. An ise check was performed with acceptable results. The issue was not solved at the customer site. The fse returned to the customer site and found a broken tube in the rinse unit. This issue was corrected and qc precision improved. Following the 2nd service visit, the customer has had no further issues. The service actions resolved the issue.